Event description:
The dr reported an event of iritis after implant of a memorylens u940s1 into a pt's right eye in 2001. The pt was treated with steroids - predforte. The inflammation was cleared at the pt's last exam in 2001. The dr's prognosis as of the last visit was good, visual acuity corrected to 20/20, no pt complaint, iritis resolved. The dr did not know if this incident was lens related.